Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, removal difficulty and a shaft fracture occurred. The 90% stenosed target lesion was located in a moderately calcified and severely tortuous mid right coronary artery. The 4.5x12mm liberte' stent was deployed without difficulty and removed from the stent however the physician encountered resistance while withdrawing the catheter. A shaft fracture occurred and a snare was used to retrieve the distal portion of the shaft. No further complications occurred. Patient status is satisfactory.